Event description:
It was reported that the patient required an emergency surgery for a valve repair. While the physician was performing the valve surgery the atrial and ventricular leads were cut and were no longer capturing. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.